Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood with blood glucose of 417 mg/dl. Customer¿s current blood glucose level was 406 mg/dl. Customer was wearing the insulin pump less than 48 hours. The insulin pump will not be returned for analysis.